Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in an endovascular therapy. During procedure, at second inflation, it was noted that the balloon ruptured at 10 atm for 5 seconds. However, it was further reported that all of the device components were completely and simply removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.